Event description:
Three endovascular stents were successfully deployed between the right hepatic vein and the right branch of the portal vein during a transjugular intrahepatic portosytemic shunt (tips) procedure. The first stent was placed with its distal extremity in the right portal branch. The second stent was placed proximally and the third stent was positioned cranially. No technical difficulties occurred during the procedure. Two months subsequent, the pt lapsed into a hypoglycemic coma. A chest xray performed to verify placement of a central venous line showed an endovascular stent in the left pulmonary artery. An echo-doppler ultrasound showed that the tips tract was still pt with only two stents and a good flow. The pt was asymptomatic with respect to the dislodged stent. A guidwire and balloon catheter were inserted to withdraw the stent into the right femoral artery. The stent was then successfully retrieved via a femoral venotomy. There were no add'l clinical sequelae reported relative to the event.